Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges loud burning smell and noticed puffs of smoke coming from the unit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 12/13/2023, and section h11 should be reported as: the patient reported to philips that while using the dream station 2 advanced auto CPAP alleges loud burning smell and noticed puffs of smoke coming from the unit. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed in external investigation showed that there were no signs of contamination on the outside of the device and the internal investigation showed that the resistor had become so hot that the solder melted, and the resistor fell onto the blower box lid and then melted almost all the way through the plastic. There were signs of corrosion on the pca, which shows possible water ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 10 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified. In box h: device problem code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. In box b: patient information was missed to captured in previous report, and it was updated in this report. In box e: initial reporter details were missed to captured in previous report, and it was updated in this report.